Manufacturer narrative:
Investigation date: (B)(6) 2016. An investigation was performed for one (B)(4) unit. The unit was investigated due to the unit¿s inability to produce audible alerts; no buzzer. The unit was triaged and tested. It was found that the unit¿s buzzer does not sound; no audible alarms were produced. The root cause of the reported condition was due to corrosion on the unit¿s main pcba. The unit¿s pcba was replaced to correct the problem. The unit was then fully tested; unit passed all testing. Product (B)(4) was manufactured in 2006. A review of the device history record shows this device was released meeting all manufacturing specifications.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon investigation of the unit on (B)(6) 2016, it was discovered that the unit had no audible alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the unit is not feeding properly. Upon investigation, it was found that the unit did not have an audible alarm/buzzer..¿ the unit was triaged, and the customer¿s reported condition was not confirmed. However, the no audible alarm condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.